Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. No patient harm or injured.

Manufacturer narrative:
Other contact person name: (B)(6). Gas loss alarm triggered when helium loss greater than 5 cubic centimeters per hour occurs due to a leak or diffusion. Activation criteria- inflation time is greater than or equal to 80 milliseconds, and deflation time is greater than or equal to 250 milliseconds.primary cause- patient condition (febrile, tachycardic). It was reported by the customer through emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. She stated the alarm had alarmed one time and she troubleshot this by pressing ¿start¿ button. She stated that she followed the prompts on the help screen. However, she denied pressing the iab fill key. She also stated that she turned off the gas loss alarm by using the preference screen. Customer verified there was no blood, flakes, or discoloration in the helium tubing and that all connections were secured. Esp personnel instructed her to press the iab fill key and hold for 2 seconds. Esp personnel reviewed the nature of the alarm and the proper troubleshooting steps with (B)(6) (customer). She reported the patient¿s heart rate was in the low 100s and was currently on a bipap. Esp personnel explained to (B)(6) that the gas loss alarm was most likely triggered by the above clinical factors. (B)(6) also turned the gas loss alarm back on.no patient harm or injury.